Manufacturer narrative:
(B)(4). The device was manufactured in december, 2010. A device history record review and a service history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an unspecified alarm occurred on the homechoice machine. This occurred during the prime phase of peritoneal dialysis therapy and the patient was not connected at the time of the alarm. The technical services representative assisted the patient to end therapy and advised the patient to start therapy over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the homechoice machine was identified. Should additional relevant information become available, a supplemental report will be submitted.